Event description:
The customer reported that the new dicom box arrived and needs to be installed. He also said, they are getting temp sensor errors and lift problems.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep called the customer back within 5 min and said he would come by and check system out and install the dicom box. He installed the dicom box but when he shut the 9800 down and back on, the capture failed error came back. He tried swapping the video control board and display adapter. The problem was still there when the system was rebooted. He deleted previous exams under misc settings which seemed to resolve the issue. A wire is probably broken. The rep replaced the hv cable and replaced ps3 to correct the lift problem. He also replaced the battery on x-ray control board. The system is operating as intended.